Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that this patient had reduced right ventricular (rv) pacing with oversensing documented via rate bin counts and recreated during follow-up. It was noted that the patient underwent an upgrade procedure from a cardiac resynchronization therapy pacemaker (crt-p) to a cardiac resynchronization therapy defibrillator (crt-d) device on (B)(6) 2025. The patient's leads are all from previous system(s). Technical services (ts) was consulted and, upon review of very complete x-ray data, highlighted the proximity of the rv coil to valve as well as the location of an older abandoned pacemaker rv lead tip (the lead is possibly located in apical region). Ts recommended comparing the new images to the initial pacemaker x-rays to compare the lead position. Programming and invasive options were discussed at length. In addition, ts recommended the latitude remote patient monitoring system for this patient which would allow much closer follow-up including atrial tachycardia/atrial fibrillation alert which can provide early signs of oversensing. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available. Investigation summary: with all the information, boston scientific concludes the reported clinical observation of oversensing is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the lead remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this lead remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this patient had reduced right ventricular (rv) pacing with oversensing documented via rate bin counts and recreated during follow-up. It was noted that the patient underwent an upgrade procedure from a cardiac resynchronization therapy pacemaker (crt-p) to a cardiac resynchronization therapy defibrillator (crt-d) device on (B)(6) 2025. The patient's leads are all from previous system(s). Technical services (ts) was consulted and, upon review of very complete x-ray data, highlighted the proximity of the rv coil to valve as well as the location of an older abandoned pacemaker rv lead tip (the lead is possibly located in apical region). Ts recommended comparing the new images to the initial pacemaker x-rays to compare the lead position. Programming and invasive options were discussed at length. In addition, ts recommended the latitude remote patient monitoring system for this patient which would allow much closer follow-up including atrial tachycardia/atrial fibrillation alert which can provide early signs of oversensing. No adverse patient effects were reported. This rv lead remains in service.